Event description:
Site reported that wedge mu was zeroed out on second day of treatment and the problem was corrected by therapist. Second pt at second treatment was treated with field due to veriflex not sending wedge % to the ge saturne linear accelerator. This resulted in an incorrect dose to the pt. A similar incident occurred at this site 9/30/97. An investigation of the present event indicates that the event will occur when transferring fields from a non-internal wedge machine to an internal wedge machine. The present wedge will remain "not referenced" and will remain not referenced" even after modification to the present wedge mu. Veriflex treats this as a parameter whose value is to be captured on the first day of treatment. However the wedge remains set to zero for subsequent treatment days. If not corrected by the operator, this will result in the pt dose exceeding clinical norms.